Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Problem code 2610 relates to the reportable issue of bands failed to deploy. Received one speedband superview super 7 with the handle assembly was returned for analysis and the ligator head was not returned with the device. A visual examination of the trip wire was completely rolled in the handle assembly and was secured in the handle assembly when received. The suture was intact and attached to the trip wire loop. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and velcro strap. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band would not deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.